Manufacturer narrative:
(B)(4). This device was not able to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system received an inappropriate shock in august. At the device check, a review of the episode showed the shock was due to oversensing of noise that was inappropriately detected as ventricular tachycardia (vt). The rv lead had low, out-of-range pacing impedance measurements, increased pacing threshold measurements, and diminished r-wave amplitudes. In addition, the right atrial (ra) lead exhibited high pacing threshold and low pacing impedance measurements. It was also reported that the ICD recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A device replacement procedure was performed. The rv lead was surgically abandoned, as it was unable to be removed with traction. Insulation damage was observed. The ra lead and device were explanted successfully. New leads and a cardiac resynchronization therapy defibrillator (crt-d) were implanted to complete the procedure. No additional adverse patient effects were reported. The explanted products were expected to be returned for laboratory analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This device was not able to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. Upon receipt at our post market quality assurance laboratory, this rv lead had been severed approximately 318 millimeters (mm) from the terminal pin. Only the proximal segment was returned. Visual inspection of the returned segment identified insulation damage in the region 300-310mm from the terminal pin which exposed the inner conductor coils. This insulation damage was in the clavicle area and was likely a result of clavicular/first-rib entrapment. The reported noise, oversensing, inappropriate shocks, decreased rv impedance measurements, increased rv threshold measurements, and decreased r wave amplitudes were likely a result of the confirmed insulation damage.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system received an inappropriate shock in august. At the device check, a review of the episode showed the shock was due to oversensing of noise that was inappropriately detected as ventricular tachycardia (vt). The rv lead had low, out-of-range pacing impedance measurements, increased pacing threshold measurements, and diminished r-wave amplitudes. In addition, the right atrial (ra) lead exhibited high pacing threshold and low pacing impedance measurements. It was also reported that the ICD recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A device replacement procedure was performed. The rv lead was surgically abandoned, as it was unable to be removed with traction. Insulation damage was observed. The ra lead and device were explanted successfully. New leads and a cardiac resynchronization therapy defibrillator (crt-d) were implanted to complete the procedure. No additional adverse patient effects were reported. The explanted products were expected to be returned for laboratory analysis.